Event description:
Surgery was done on a young patient (B)(6). The doctor stated "the bone was fairly typical, not harder or softer than normal". The doctor held the drill guide very securely and the resident is the one that ran the drill and tapped in the anchor. "It seemed as though the anchors were fairly close together and they may have converged, or they just had too small of a bone bridge in-between anchors. That would explain the bone breaking off but not the inserter tip breaking". When the 3rd anchor was being tapped in, a piece of the articular surface of the acetabulum visibly broke off right underneath the anchor. The dr. Visualizes the inside of the acetabulum during drilling and implantation to ensure the bit and anchor do not penetrate through the articular surface and all three anchors were very secure and stayed in the bone (despite the piece of bone that chipped off.) Additional information confirmed that the surgeon used three anchors of the same lot on one patient. When the surgeon was tying off the anchors one of the suture tore through the labrum due to lack of tissue, surgeon felt issue experienced during case was related to alignment when placing anchors.

Manufacturer narrative:
(B)(4).